Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus india (omsi). During the incoming inspection, omsi found damage of the video connector socket of the subject device. It is known that the video signal becomes unstable when the video connector socket is broken. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Five years or more have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection, there is the possibility that the reported phenomenon was attributed to the damage of the video connector socket due to aging deterioration.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair in the service department of olympus (B)(4), it was found that the endoscopic image of the subject device was disappeared and the color bar image was appeared when the camera head connected to the subject device was moved slightly. Also, the service department of olympus (B)(4) found the damage of the video connector socket of the subject device. There was no report of patient injury associated with this event.